Event description:
(B)(4). Periods were no longer on schedule. I would spot bleed for almost a week before I got my period. Later, I started having hot flashes. I started keeping track of my period. I could go two weeks to three months before starting next cycle (always regular before). Some months the bleeding and cramping was very heavy. One coil perforated my uterus and it was discovered that I have 2 cysts and probably adenomyosis.